Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer's family reported via phone call that the insulin pump had motor error alarms and no delivery. Customer¿s blood glucose was unknown. Customer stated that the drive support cap was normal. Customer was assisted in performing insulin pump rewind and the rewind complete. Customer stated that performed displacement test and the displacement test was passed. Customer stated that they were some motor error alarm in the alarm history. Troubleshooting was performed. The insulin pump will be returned for analysis or not.